Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. A crack running form the battery cap to the base seal was found in the battery compartment. A leak test found the pump was leaking where the crack was located. Evidence of moisture corrosion was found inside the battery compartment. The investigation verified the reported casing/moisture intrusion issue. The pump failed to power up due to the moisture corrosion issue within the battery compartment and the evaluation was unable to complete the remaining testing. The pump casing was opened to further investigate and no addition evidence of moisture intrusion was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. Reportedly, the battery compartment was cracked and moisture was observed in the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.